Event description:
On (B)(6) 2012 the patient was operated on for an upper right quadrant incisional hernia which was repaired with a surgimesh xb c-10 sutured in using absorbable 1-0 vicryl suture. Over the next 9 months the patient had a series of skin rash problems thought to be caused by a post operative skin dressing. At several points the patient was put on antibiotics which cleared up the skin rash. During the same time period the patient had a bad tooth which eventually became infected. Following the final course of antibiotics during (B)(6), a small draining sinus formed at the prior hernia incision repair site. On (B)(6) 2012 the patient was re-operated. Upon exploration a pocket of chronic pus/granulation tissue was found above the xb-c10. The surgeon chose to remove the xb c-10 and proceeded to dissect it away from the surrounding tissue for removal. The patients recovery was complicated by poor cardiac status and development of a colo-cutaneous fistula. The patient was discharged from the hospital on (B)(6) 2012.